Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy of 2mm. No specifics were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, reported that the inaccuracy was noted after the first spin with the orbic c-arm as the surgeon was checking landmarks for accuracy. This surgeon placed 1.4mm cranial screws in the place being targeted for the actual screws, then took a spin and used this to check for accuracy when navigating the final screw placement. The surgeon deemed navigation was inaccurate by 2mm on one side and on one level. Upon taking a second spin to check accuracy, again, the surgeon stated being 1mm inaccurate. With this knowledge, the surgeon went forward with the procedure using navigation to place two screws. Patient was doing fine following the procedure. The medtronic representative followed-up further with the surgeon and made recommendations around calibratable verification instruments, technique, best practices in instrument to camera placement. No further issues have been reported. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed.